Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was ruptured and there was air in the line. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: 20125557. It was reported that there is an issue with the IV tubing. Verbatim: here are pictures of the packaging from the IV tubing and the pump module. I asked if they have saved this tubing and waiting for a response. 08-feb-2021 update: event occurred on (B)(6) 2021. Additional details: the rn went into patient room and noticed there was a puddle of lactated ringer solution on the floor under the pump. Dripping was then noticed coming from the pump. Pump was opened to access IV tubing (which was also noted to have air in line) and a hole was noted to be in the primary tubing. The hole was in the tubing part that goes in the safety clamp. The leaking was coming from this hole.

Manufacturer narrative:
Investigation summary: one sample was returned for investigation. Through visual inspection no defects were observed, but when the set was primed a small tear was found on the pumping segment. Due to leaking caused by the tear, the set could not be tested for air in line alarms. A device history record review for model 2426-0500 lot number 20125557 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The possible root cause for this defect is an error during loading the pumping segment. When the segment is loaded from bottom to top it can apply excessive tension to the delicate material causing tears.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was ruptured and there was air in the line. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: 20125557. It was reported that there is an issue with the IV tubing. Verbatim: here are pictures of the packaging from the IV tubing and the pump module. I asked if they have saved this tubing and waiting for a response. On 8-feb-2021 update: event occurred on (B)(6) 2021. Additional details: the rn went into patient room and noticed there was a puddle of lactated ringer solution on the floor under the pump. Dripping was then noticed coming from the pump. Pump was opened to access IV tubing (which was also noted to have air in line) and a hole was noted to be in the primary tubing. The hole was in the tubing part that goes in the safety clamp. The leaking was coming from this hole.